Manufacturer narrative:
Legal manufacturer: (B)(4). Ge healthcare was notified of this event via the china adverse event database. No ge healthcare service was provided. The customer inspection showed the one-way valve had powder accumulation. The one way valve was disassembled and cleaned to resolve the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an over delivery of pressure to the patient circuit. There was no report of patient injury.